Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis hpca pumps 2110 had over delivery would not pass tolerance. No patient adverse events were reported.

Manufacturer narrative:
Additional information: no patient involvement. Issue detected during testing. Device evaluation- the device was returned for evaluation. The device was given delivery testing; this showed the device was delivering within the published specification (+/-6%). The reported issue was not confirmed.

Event description:
Additional information: no patient involvement. Issue detected during testing.